Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: unknown. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving dilaudid, 4.9 mg/ml concentration at 1.3981 mg/day dose and bupivacaine, 12.2mg/ml concentration at 12.2 mg/ml dose via intrathecal drug delivery pump for unknown indication of use. It was reported that previous 8578 could not be removed from original pump to attach to new pump. A new 8578 needed to be opened. Any environmental/external/patient factors that may have led or contributed to the issue were none. The hcp attempted to remove by hand. The hcp used a new pump connector to connect to original catheter and new pump. At the time of this report, the issue had resolved and patient status was alive-no injury. The explanted devices would be returned and the rep had a possession of the devices. Additional information was received from a healthcare professional via manufacturer representative (rep). It was reported that the reason of device replacement was normal end of service. The device had been returned and tracking number was unknown. Additional information received from a healthcare professional (hcp) via a clinical study reported the patient had a damaged intrathecal (it) catheter at pump pocket implant site. Pump explant with replacement and catheter revision occurred on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly. The catheter was returned, and analysis found difficulty with the sutureless connector (sc) that led to explant. Previously reported method, result, and conclusion codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via clinical study indicated on (B)(6) 2019 the hcp was unable to detach the connector from the pump. Surgical observation revealed the proximal end was damaged. Therefore they elected to replace the pump side catheter. The hcp cut the catheter distal to the pump segment and removed the pump from the patient with the proximal damaged catheter attached. The device diagnosis was catheter cut/break. The outcome of the vent resolved without sequelae on (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The specific portion of the catheter was the lumbar/pump portion. No further complications were reported/anticipated.